Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 562 mg/dl; cause was not known. A manual injection was administered to address bg level. A system check was performed and it was identified that the customer was using cold insulin; no issues were observed.